Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During knotting, the suture damage was evidenced. It is unknown how the procedure was completed. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 05/12/2016. Conclusion: the actual sample was returned for evaluation. Visual and functional examination were performed and no damage, breakages, defects or other anomalies were observed with the suture and all results fully met the material specification. The end of the suture was slightly damaged by the end users attempt to dispense the suture in an unconventional manner. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.